Event description:
The event is reported as: alleged issue: it was reported that when trying to remove the catheter, it wouldn't deflate. The catheter was manually popped by using a guidewire in the prot. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.